Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and ams monarc sling were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced polyuria, urinary tract infection and voiding dysfunction.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted, concurrently with a perigee implantation, and monarc implant, due to pop, and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia, recurrence, and discharge. It was reported that the patient underwent anterior colporrhaphy, cystourethroscopy and transvaginal synthetic mesh removal/revision on (B)(6) 2014, due to erosion and urinary retention. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.